Event description:
This is a report of a home patient (hp) who went to the hospital due to cloudy effluent and was subsequently diagnosed with peritonitis. The cause of the peritonitis was touch contamination. The hp was treated with an unknown antibiotic, intra-peritoneally (dose and frequency unknown). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.